Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure a chest x-ray was performed and confirmed an elevated right hemidiaphragm. The patient was then placed under observation. Two weeks later the subject visited another medical institution for dyspnea and then presented at the hospital. X-ray imaging was performed and right phrenic nerve palsy was diagnosed. Anticoagulation medication was administered. Follow-up x-ray imaging has been performed 4 weeks post-operatively and three months post-operatively, and the phrenic nerve palsy has not resolved. No further patient complications have been reported as a result of this event.